Event description:
It was reported after an unknown amount of time post filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, allegedly the filter apex was in contact with the anterior wall of the vena cava and six filter limbs were extending beyond the caval wall. The filter has not been removed and no filter retrieval attempts were performed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, computed tomography (CT) was performed to evaluate the inferior vena cava filter. A metallic inferior vena cava filter was in place with the filter apex located immediately below the left renal vein. The apex contacted the anterior wall of the inferior vena cava. In general, the inferior vena cava filter was oversized relative to the inferior vena cava producing diffuse bulging along the entire length of the filter struts. There were six peripheral filter struts which were shorter. There were six more centrally located struts which were longer and extended to just above the l3-4-disc level. All six of these struts projected past the contours of the inferior vena cava with the 2¿o clock and 4¿o clock struts appeared to perforate the inferior vena cava with a 2¿o clock strut contacting but not perforating the aorta. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of deep venous thrombosis and breast cancer was scheduled for inferior vena cava (ivc) filter placement. The femoral vein was accessed and an intraoperative venogram was performed which demonstrated the lowest renal veins above the proposed site of ivc filter placement which was at the l2-l3 lumbar spine area. The filter was advanced through the sheath and deployed below the lowest renal vein under direct fluoroscopy. The sheath and delivery system was removed and pressure was held. The patient tolerated the procedure well and was transferred for recovery. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter limb perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported after an unknown amount of time post filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, allegedly the filter apex was in contact with the anterior wall of the vena cava and six filter limbs were extending beyond the caval wall. The filter has not been removed and no filter retrieval attempts were performed. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of deep venous thrombosis and breast cancer was scheduled for inferior vena cava (ivc) filter placement. The femoral vein was accessed and an intraoperative venogram was performed which demonstrated the lowest renal veins above the proposed site of ivc filter placement which was at the l2-l3 lumbar spine area. The filter was advanced through the sheath and deployed below the lowest renal vein under direct fluoroscopy. The sheath and delivery system was removed and pressure was held. The patient tolerated the procedure well and was transferred for recovery. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, allegedly the filter apex was in contact with the anterior wall of the vena cava and six filter limbs were extending beyond the caval wall. The filter has not been removed and no filter retrieval attempts were performed. There was no reported patient injury.